Event description:
It was reported that during a coronary treatment procedure to implant a drug-eluting taxus express2 stent, advancement and removal difficulties were encountered. The physician was attempting to direct-stent an 85% occlusion in a tortuous rca when he experienced difficulty maneuvering the mounted stent at the lesion. He also noted difficulty when attempting to withdraw the stent. On visual inspection of the stent, it appeared that the struts on the distal end of the stent were "irregular". It is noted that the device had been resterilized. The patient status is noted to be "well". No patient injury or complications were reported. No additional information is available.